Event description:
The customer initially reported that a piece of the handle broke during use. The piece fell into the pt cavity but was retrieved. There was no pt injury as a result of this issue. Five days after the surgery, the pt died of a heart attack. The pt was said to be in poor health prior to surgery. The site has indicated that they do not see a connection between the incident and the pt's death five days later. No further info has been provided at this time.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.